Event description:
Information received indicates the siderail will not latch due to a bent latch cover.

Manufacturer narrative:
The technician straightened the siderail latch cover to repair the bed.